Event description:
It was reported that the patient presented remotely via merlin.net. A remote alert was received for noise reversion and magnet mode. The patient later presented for a follow-up visit at the clinic. Isometric exercise was performed and revealed that the pacemaker, right atrial (ra) lead, and right ventricular (rv) lead exhibited noise oversensing, which resulted in pacing inhibition. The noise was reproducible with isometric exercise. Evaluation suggested there was an insulation breach in both the ra and rv leads. The pacemaker, ra lead, and rv lead were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of oversensing noise and insulation breach were confirmed. As received, a complete lead was returned in one piece. An external insulation abrasion was found breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression. The cause of the reported events was due to the exposure of the outer coil at the abrasion zone which is consistent with friction to the device can.